Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with an aluminum foil pouch. The header bag, hemostasis sheath, arteriotomy locator and guidewire were returned as well. Visual inspection and no anomalies were found on the accessory components of the device. The bypass tube was completely detached from the main body of the carrier tube and the anchor and swollen collagen were exposed. No deformation or damage was noted on the anchor and bypass tube. No other visual anomalies were noted with the device. Functional testing was not able to be performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. All measurements were within manufacturer specifications. The poly foil pouch was examined, and it was not fully opened all the way to the end. It was attempted to be fully opened. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the carrier tube was pulled from the pouch without completely opening, which may result in the dislodgement of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the physician attempted to insert the angio-seal device into the insertion sheath, he noticed the bypass tube was detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.